Manufacturer narrative:
The reliability analysis evaluated 2 open and or used reservoirs. The reservoirs were inspected. The snap-cap and septum were inspected for anomalies and none were found. The occlusion test was run and the reservoirs filled with diluent and connected to a new infusion set. The reservoirs were installed and connected to the pump. Manual prime was performed. Visual fluid flowed through infusion set and out catheter tip. The reservoirs were found to not be occluded and have no air bubbles. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had air bubbles and high blood glucose levels. The customer's blood glucose level was 450mg/dl. The customer's most current level was 390mg/dl. Troubleshoot was conducted for the air bubbles. The customer was advised the reservoir would be replaced and returned for analysis.